Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate

Event description:
Clinical review/rationale: an impella cp was inserted via left femoral artery in a 71 year-old male for acute myocardial infarction with cardiogenic shock. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage d. On day 1 of support, after transfer to the intensive care unit, a large hematoma was observed at the cp access site. The patient experienced hypotension and 4 units of packed red blood cells were infused. The patient was urgently taken to the operating room for cp explant and impella 5.5 placement. The cp was removed via femoral cutdown and the femoral artery repaired to achieve hemostasis. Vascular injury is a known risk associated with impella cp as described in the instructions for use.

Manufacturer narrative:
Added: e1. Corrected: d1. Hypotension: the cause of the injury was not determined due to insufficient clinical details. Access site adverse event/hematoma: the cause of the access site adverse event was not determined due to insufficient clinical details.